Manufacturer narrative:
(B)(4).

Event description:
It was reported that the e360 ventilator had battery failure. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Received information that the reported issue was a preventative maintenance. Inadvertently submitted medwatch.